Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10g26107, h10e04033, h10f17025, h10i14083, h10k05047, h10d30064, h10f01037 and h10g30067 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. The cause was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer in (B)(6) of recurring infection and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal pd4 ambuflex therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced a recurring infection due to which the patient's catheter was removed. On an unreported date, the patient experienced peritonitis. On an unreported date in 2011, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged. The patient had recovered from the event of peritonitis. The outcome for the event of the recurring infection was unknown. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name, manufacturer and 510k however have been provided in this MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.